Manufacturer narrative:
No patient/user injury or adverse event associated with this report. The returned driver was examined. The pentalobe tip had fractured off and the alignment block was broken off and missing. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The tip fracture was most likely caused by a positioning error during surgical use in which the tip may not have been properly seated in the screw while torquing. The cause of the broken off alignment block is unknown.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the tip of the screw driver inserter that screws into the polaris screw came off. The surgery was completed using the other polaris screw driver inserter. The broken tip did not fall into the patient.